Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing light lipothymia and shortness of breath. An interrogation of their pacemaker revealed episodes of oversensed atrial noise causing pacing inhibition on the ventricular channel for up to four seconds. As the patient was dependent on pacing, the pacemaker was reprogrammed and remains in service. The cause of the noise was not fully determined by the physician. No additional adverse patient effects were reported.